Manufacturer narrative:
The insulin pump was received with unexpected battery power loss. The insulin pump failed the active current test. Failure has been isolated to pcba1. Pump passed the displacement test and sleep current test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alarm without low battery alarm and this was the second occurrence of replace battery alarm. Customer¿s blood glucose level was 12.6 mmol/l. Customer was assisted with troubleshooting. The device will he returned for analysis.